Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device would not cauterize after connecting to the surgical instrument generator. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: reporter received the device in 2008 and visual inspection, the following day, showed that the scissors' blades were in a closed position and the bipolar electrical connector was still attached to the unit. The reporter is in the process of sending this device to our OEM for further investigation and assessment. A supplemental report will be submitted when the investigation results are received.